Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited air bubbles during aspiration. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. Following mapping performed with a non-boston scientific mapping catheter used with a versacross fixed sheath, a sheath exchange was made to insert the faradrive. The farawave catheter was inserted into the sheath and aspiration was performed with a 20ml syringe. Bubbles were observed in the syringe during aspiration. Another attempt was made to aspirate the sheath using a 10ml syringe, which again resulted in air bubbles appearing in the syringe. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.